Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned bloody with a bsc guide catheter. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip noted the distal shaft was flattened for 11 cm, 11.5 cm and 16.5 cm that started at the tip of the device. The damage found in the distal shaft is consistent with advancing the device in difficult anatomy. Functional testing was done by advancing the returned opticross device through the collar of the guidezilla and advancing through the tip. The opticross advanced smoothly and with out issue, and exited out of the tip of the guidezilla. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty and advancing another device through the guidezilla, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that difficulty in advancing occurred. The target lesion was located in a coronary artery. A 6f guidezilla¿ ii guide extension catheter was selected for use after an opticross imaging catheter was unable to cross the lesion. However, the device was also unable to be delivered inside the opticross catheter; thus, dilation was performed using a small diameter balloon catheter and both opticross and guidezilla were delivered. Subsequently, upon the second and third round of intravenous ultrasound (ivus) difficulty in delivering the opticross was noted. Severe difficulty in delivering the guidezilla catheter inside the opticross catheter was also noted after stent placement. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed a partial separation of the collar.